Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a left vats/lobectomy. When removing the first reload an additional calibration sound was heard. The second reload was put on the device and all the lights indicated it was loaded correctly but the blue (close) button would not close the jaws and instead would articulate the jaws on one direction. When the reload was removed and placed back on the same event occurred. The adapter was removed and placed back on, the same event occurred. The battery was then removed and replaced and the handle indicator light was flashing with a solid blue indicator light on the side. The same event occurred with two new batteries. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, both reload worked/ functioned fine with manual handle.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The chip was uploaded and indicated 35 autoclave cycles for the adapter. Functionally a pmv representative loading unit was successfully loaded into the adapter and fired on test media. A pmv representative single use loading unit (sulu) was inserted onto the adapter with a pmv handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.